Manufacturer narrative:
Concomitant products: product ID: 3058, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
A healthcare professional reported via a manufacturer representative (rep) that a patient was implanted for bowel incontinence. The rep stated the implantable neuro stimulator (ins) was exposed. The rep reported infection as an environmental that may have led to or contributed to the issue. The device system was explanted to resolve the issue. The rep noted the issue was resolved at the time of the report. The rep did not ask the attending physician to return the system to the manufacturer. The rep stated the system did not malfunction. The indication for use is unknown.

Manufacturer narrative:
Concomitant product(s): product ID: 3058, lot# serial# unknown, explanted: (B)(6) 2016, product type: implantable neurostimulator. Patient code no longer pertains to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a manufacturer representative (rep) reported it was determined that the infection was unrelated to the devices and there was no system malfunction. The rep noted there was no further problem, and the rep considered the issue resolved.